Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the saw attachment had loose parts and fell apart. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history review of the device has been performed. The review indicates that the device has not been serviced during the past 6 months. There is no information relevant to the current complaint issue. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Device is an instrument and is not implanted/explanted. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: product investigation summary was conducted. The report indicates that the device has been serviced and functional testing has been performed in accordance with service manual 037288. The additional information gathered does not alter the original assessment made during the initial evaluation of the complaint reportability. During the pre-repair diagnostic assessment the service technician identified the following failure code: service. Since the service technician states that the failure is based on normal wear and the performed shr gives no indication of contradicting information conclusion si normal wear. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.